Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
During a da vinci-assisted surgical procedure, an intuitive surgical, inc. (Isi) representative contacted technical support to report they had a force bipolar instrument fail and the cabling at the wrist was frayed out. The surgeon was unsure if a fragment fell into the patient. They were going to perform an x-ray to verify. The customer replaced the damaged instrument with a backup, and they continued as planned.